Event description:
During procedure a black 60 covidien tri stapler sig60axt was used. After deploying it, the stapler would not let go of the tissue as usual. The surgeon had to pry the lung tissue away from stapler. Once the stapler was out of the patient the stapler was examined and it was noted that some staples were left behind on the stapler reload. The vender was in-house and was notified. He removed the stapler from the field and took it and he stated he would report it to his company.